Event description:
It was reported that the patient pocket site was painful and the ipg was protruding from the skin. The patient was prescribed with topical medication.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.